Manufacturer narrative:
Investigation summary: four photos were attached to trackwise for evaluation, tear was observed on surface from cuff. One returned sample was received decontaminated without original package. The returned sample was visually inspected at 12¿ to 16¿ and normal conditions of illumination. During visual inspection a tear was observed on surface from cuff that could cause a leak. The failure mode of a0492-will not inflate and a0282-leaking was confirmed. A root cause was not determined. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Manufacturer narrative:
Month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-use inspection, the cuff was not inflated and there was a leak. This occurred before patient use/during priming at facility. There was no patient involvement and no patient harm/adverse event reported.